Event description:
It was reported that during the implant procedure, blood ingression to the lead was found. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned. Outer insulation breached cut at the medial part of the lead was noted.